Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high of 500 mg/dl. The customer's blood glucose was in the range of 300's to 400's mg/dl at the time of incident. Customer¿s current blood glucose value was 164 mg/dl. Troubleshooting was dose for high blood glucose and under delivery. Customer has been treated with boluses on pump, and insulin per syringe. Customer was neither in emergency room, nor admitted into hospital, high blood glucose. Based on customer report customer does not allege pump was over delivering. The customer declined to perform the high pressure test. The customer also states that she will be in 50's mg/dl and then she will get it back up and then it will shoot to 300 to 500's mg/dl and then it will shot back down again. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.